Event description:
The tech alleged the bed exit alarm is not sending an alert to the nurses' station. No pt impact.

Manufacturer narrative:
The tech replaced the communication cable to resolve the issue.